Manufacturer narrative:
Submission failure on 18-feb-2025 due to internal error. Resubmitted 26-feb-2025 and failed as a duplicate report. See 3012307300-2025-01945. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over infusing. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Corrected, b3 - date of event. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found scratches and scuffs on the lcd lens. Conducted delivery accuracy test. Delivery accuracy results: 19ml, 19ml, 19.8ml. Confirmed customer complaint of ¿over infusing¿: no. Replaced lcd lens. Conducted occlusion calibration. Conducted performance verification testing. Pump passed all tests. Updated software version to: 97-0625-010600-01(m).